Manufacturer narrative:
Follow-up report #1: 08/23/2016. Device evaluation of monitor sn (B)(4) was completed. The investigation was unable to duplicate the service code. During incoming evaluation the monitor passed all pulse testing. The monitor's ECG acquisition and pulse delivery circuitry was fully functional. The investigation was unable to positively identify the cause for the service code. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor displayed a service code during the incoming evaluation. Root cause investigation is underway in engineering. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor displayed a service code during the incoming evaluation. Root cause investigation is underway in engineering. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.